Event description:
During follow up in clinic, externalized conductors were noted via x-ray. No electrical anomalies were noted. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.